Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited over-sensing noise. During isometric testing, the noise was reproducible and the rv lead exhibited varying low voltage impedance. No intervention was performed. There were no patient consequences reported.